Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed which resulted in pacing inhibition of three seconds. Isometrics was performed and the noise was reproduced however, only with left arm movement. It appears the noise is either diaphragmatic or myopotential. Additionally, it was noted that impedances were within range. The sales representative discussed performing a defibrillation threshold (dft) test. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed which resulted in pacing inhibition of three seconds. Isometrics was performed and the noise was reproduced however, only with left arm movement. It appears the noise is either diaphragmatic or myopotential. Additionally, it was noted that impedances were within range. The sales representative discussed performing a defibrillation threshold (dft) test. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.